Event description:
It was reported that the device no longer lights up despite being connected to the mains. It is unknown if there was a patient involved or if there was a backup available to continue with the treatment. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, has been returned and evaluated. No relationship between the device and the reported event was established. A visual inspection reported no defects. The functional evaluation found no faults, the device was returned with 0% battery charge, once charged the device started correctly and performed within expected parameters. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. It is possible that the device inbuilt thermal safety mechanism as denoted in the IFU has contributed to the reported event, if the device reaches a set temperature whilst in use charging will pause, resuming charging when the temperature has dropped below the set parameters. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.